Event description:
Pt underwent exploratory laparotomy, hartman procedure. Intraoperatively stapler would not properly fire across the bowel. Surgeon used suture to close the rectal stump. Suture line was inspected and noted to be intact and hemostatic.